Manufacturer narrative:
It was reported that the patient was experiencing critical battery alarms. The battery was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis was not conducted since log files were not available. Failure analysis of the device was not performed since the unit was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms are most often attributed to communication errors between the controller and batteries. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms are most often attributed to communication errors between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a critical battery alarm was triggered on (B)(6)2017.  The patient reported that there were green bars noted on the battery at the time of the alarm.  There were no pump stops or additional issues noted.  The battery was exchanged.  No patient complications have been reported as a result of this event.